Event description:
The lay user/patient contacted lifescan alleging the battery cover would not go back onto meter casing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Per the surgeon, the patient developed an infection leading to skin necrosis. Repeated courses of antibiotics did not resolve the infection. The device was explanted (B)(6), 2010. Reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The battery cover missing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.